Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user noted discrepant results with patient isolates due to contamination. Decontamination was performed to resolve the failure. No health impact or consequence reported. Report 27 of 30.

Manufacturer narrative:
Investigation summary: the complaint on "contamination" was reported in phoenix ap instrument. Bd field service engineer (fse) was dispatched on site to assist in cleaning the instrument thoroughly and ensure tubing was correctly routed on the dispensing robot. Issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument ap0362 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for ap0362 was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the user noted discrepant results with patient isolates due to contamination. Decontamination was performed to resolve the failure. No health impact or consequence reported. Report 27 of 30.